Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customers blood glucose was 400 mg/dl at the time of the event. The customer changed supplies, cleared alarm and resumed insulin delivery.